Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump (lvp) underinfused. This occurred during patient infusion with a primary at 10 cc/hr and a secondary infusion. The secondary line was used for electrolyte replacement (with the last potassium doses administered). The secondary bag was empty indicating that it was properly infused. However, when the pump switched to primary mode, the primary bag was found completely full and not infusing. The pump was removed to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.